Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing frequent ipg charging issues. The patients ipg was replaced with an MRI compatible ipg and will not be returned. The patient was doing well postoperatively.